Manufacturer narrative:
This report is being supplemented to provide additional information from customer and the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. It was confirmed that the scope domes were damaged. Based on the results of the investigation, a definitive root cause cannot be identified this issue is addressed in the instructions for use (IFU): installation/removal to/from video coupler attention. When installing/removing the video coupler, rotate the locking pin slowly, and once it stops rotating, do not force it any further. If the coupler is forcibly rotated, the internal thread structure may become entangled in the coupler and prevent it from rotating. Installation to the video coupler. Caution. If you rotate the locking pin to the free side while holding only the video coupler or video adapter, the video coupler or video adapter that is not held in your hand may fall and be damaged. Be sure to hold both to perform the removal operation. Olympus will continue to monitor the field performance of this device.

Event description:
Olympus further received information that the issue occurred during pre0use inspection for an unspecified therapeutic procedure.

Event description:
The end user facility contacted olympus to report screws coming off the connecting section. No patient or user harm has been reported. No procedural delays have been reported.

Manufacturer narrative:
This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.